Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion. Device remained implanted.

Event description:
Edwards received notification from our affiliate in italy. 4 months post implant of a 29mm sapien 3 valve in the aortic position, an echo was performed due to symptoms of dyspnea and paravalvular leak (pvl) could be observed. Pvl after initial implant was mild, pvl after 4 months increased to severe. A post-dilation with commander ds 29mm +3.5cc was performed. Before balloon inflation, the position of the wire was not well checked, therefore during inflation, the valve was ''crushed''. After post-dilatation the severe aortic insufficiency was present and heart massage was performed. Another 29mm sapien 3 was implanted with good result. The first valve was intentionally positioned 70/30, second valve was positioned higher (80/20). Patient status is good, extubated the same day of the procedure. As per medical opinion, the pvl which occurred over time was due to valve implanted a bit low and maybe ventricular remodeling.

Manufacturer narrative:
Imagery was reviewed leading to the following observations: thv appeared to be positioned too ventricular with respect to annular basal ring with presence of backflow contrast media, indicative of a leak. Frame appeared distorted at inflow side. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of paravalvular leak and valve frame damage were confirmed based on provided imagery. A review of DHR, lot history, and complaint history did not identify any manufacturing non-conformances that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. For the complaint of paravalvular leak, as reported ''4 months post procedure, an echo was performed because of symptoms of dyspnea and physical discomfort and more pvl could be observed. Pvl after implant was mild, pvl after 4 months was severe.'' Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Medical imagery review revealed that the thv was implanted too ventricular, which likely prevent the pvl skirt from properly sealing against the target site. As such, available information suggests that procedural factors (malpostioned thv) may have contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified, no corrective/preventive action nor product risk assessment (pra) is required. For the complaint of valve frame damage, as reported, ''before balloon inflation, the position of the wire not well checked, and during inflation, the valve was crushed.'' In addition, per medical opinion, ''might be that the balloon was placed in the pvl (wire not well positioned) and therefore the valve crushed, needing for second valve implantation.'' Per the instructions for use (IFU), cardiogenic shock is a known potential adverse events associated with the overall thv procedure including use of balloon valvuloplasty. In this case, if the post-dilation balloon was inserted and inflated between the valve and the annulus, rather than within the valve, it could have cause compressive damage to the frame during deployment. As such, available information suggests that procedural factors (post dilation between valve and annulus) may have contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified, no corrective/preventive action nor pra is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: EU 2015691-2022-06597.